Event description:
It was reported the syringe pump did not recognize the bd 10ml leur-lok tip syringe. The pump initially detected a 12ml syringe of a different brand. There was no label on the syringe. After restarting the pump (turning it off and on) the 10ml bd syringe was detected. Customer states, "it was working after restarting the pump" and "we continued using it". There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the syringe pump did not recognize the bd 10ml leur-lok tip syringe. The pump initially detected a 12ml syringe of a different brand. There was no label on the syringe. After restarting the pump (turning it off and on) the 10ml bd syringe was detected. Customer states, "it was working after restarting the pump" and "we continued using it". There was patient involvement, but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, g codes.